Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 40 mg/dl. Paramedics transported customer to the hospital and customer was admitted. Food was consumed to address low bg. Bg elevated to 400 mg/dl and was possibly due to the low bg treatment. Intravenous insulin was administered. Low/high bg were resolved with no permanent damage. At the time of the report, customer had not yet been discharged. Customer did not know cause of low bg and reportedly, discussed the adjustment of the pump settings with a healthcare provider. Upon follow up, customer reported to have been discharged on (B)(6) 2019.